Manufacturer narrative:
A search of the field service records for this unit was conducted and no like complaints were found. The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.

Event description:
It was reported to boston scientific corporation, that the reservoir connector on the hydrothermablator (hta) console unit was used during a therapeutic hydrothermal ablation procedure. During the procedure, the system displayed a "fluid overload" error message and drained very slowly. The procedure was not completed due to this event; however, there were no patient complications.